Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported the patient had a pain pump installed and the patient had been in and out of the hospital for the last year due to infection. No additional information was provided regarding the event and no follow-up is possible at this time due to lack of contact information. A follow-up report will be sent if additional information becomes available.